Event description:
On 09/20/10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that between (B)(6) and (B)(6) of 2008, the pt was administered heparin while at a hospital, and experienced, among other symptoms, abdominal pain, decreased blood pressure, chills, nausea, vomiting, and fever. Upon info and belief, on at least one occasion, the heparin administered to the pt was alleged to be contaminated heparin. Shortly thereafter, the pt began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin. The pt passed on (B)(6)2008.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.